Event description:
A male from the clinical study died of an unk cause 3 years post cypher stent implantation.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. A male from the clinical study died of an unknown cause 3 years post cypher stent implantation. Past medical history consists of hypertension, angina pectoris and thrombocytopenia. This patient's history puts him at an increase risk for mace. Pci was performed in 2004 on a de novo lesion in the atrioventricular branch of the rca. The vessel classification was reported as type b2: bifurcated, 77% stenosis, 5.84mm in length and the vessel diameter was 2.6mm. Another country IFU contraindicates the use of this product on bifurcated lesions. The lesion was pre-dilated before the implantation of a 3.0x18mm cypher stent deployed at 14 atm for 16 to 30 seconds. Post-dilation was not done. The residual diameter stenosis measured 18%. Ivus was done. Timi iii flow was maintained. Pre-procedure medications were unk. Intra-procedure medications included aspirin, ticlopidine hydrochloride and heparin. In 2005 a follow up coronary angiogram was conducted which revealed 16% stenosis of target vessel. No intervention was reported. In 2007, the patient was in the hospital but no information was provided on the reason for admission, but it was reported that there were no problems observed. It is noted that the patient started going to another hospital and gradually stopped his follow visits. In approx five months later, the patient is reported deceased. The reported specifies that there will be no further information available for this event. An autopsy was not performed. The product remains implanted in the patient and is thus not available for evaluation. This lot of products met all requirements per the applicable per the applicable manufacturing quality plan. Information collection has been performed on the aggregated DHR review report for epidemiology and reporting revision. We cannot disassociate thrombosis as this patient's cause of death per arc guidelines. Thrombotic events are a known potential adverse event following stent implantation . The physician stated that the cause of death is unknown because the patient stopped visiting the hospital and so there was no information regarding the relation of the cypher stent to the cause of death. Based on the information provided, there are possible patient, vessel and procedural factors that may have contributed to this event. Use of cypher outside its indications may involve risks not described in the labeling. There is no indication that this event was design or manufacturing related.